Event description:
I had breast implants put in (B)(6) 2011 and had symptoms like fatigue, insomnia, chronic fatigue, and brain fog since then. In (B)(6) 2016, I got a revision and had complications afterwards. At 2 weeks, I developed a hematoma. After a hospital visit my surgeon recommended wrapping and ultrasound to treat it. Two weeks later the hematoma came back and after another trip to the hospital, my surgeon decided to operate. Since I got implants in 2011, I had discomfort, fatigue, and brain fog which was not alleviated after the revision. Somewhere in that time I started testing positive for the ana test, which is used to identify autoimmune disorders, which after some research suggests can be caused from breast implants. Five weeks ago I decided to get the implants taken out. I wish I had more information regarding safety and side effects in 2011.